Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified nick and gouges on the burr, indicative of use. The burr was received seized to the brasseler milling handpiece. Review of the device history records did not identify any deviation or anomalies during manufacturing. The reported products were for compatibility with no issues noted. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. D11: 00592704000, milling handpiece, lot 13010984.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign report source: (B)(6). 00592704000, milling handpiece, lot # unknown

Event description:
It was reported that after a procedure, a staff member attempted to remove the burr from the handpiece but it was jammed. There was no reported impact to the patient. Attempts have been made and no further information has been provided.